Event description:
Hosp reported that a two yr old pt was receiving intermittent infusions of cefuroxime followed by a 5% dextrose solution mixed with water at a rate of 45cc/hr. The medication was administered at 4:00 am. At 6:00 am an infiltration was recorded, the nurse noted swelling and the IV site required treatment for chemical burn.